Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It has been reported that the patient had their implant removed due to infection. The infection has now cleared. The surgeon has requested a revision proximal tibia jts device.